Event description:
It was reported that approximately one month of gastrostomy tube placement , the device allegedly ruptured and leakage. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one tri-funnel replacement gastrostomy tube was returned for evaluation. Visual and functional evaluations were performed. The balloon was inflated with approximately 20ml of water using an in-house syringe and was allowed to sit for 10 minutes. The balloon was massaged and no leaks were noted. The balloon was deflated without issue. The balloon appeared lopsided when inflated.; no further anomalies were noted with the balloon. The investigation is unconfirmed as the balloon was inflated with approximately 20ml of water using an in-house syringe and was allowed to sit for 10 minutes, the balloon was massaged and no leaks were noted. Additionally, the balloon was deflated without issue. Based upon the available information, the definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device was returned for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately one month of gastrostomy tube placement, the device allegedly ruptured. There was no reported patient injury.